Manufacturer narrative:
Device manufacturer date: monitor (B)(4)- 03/2014 - reuse. Electrode belt (B)(4)- 08/2012 - reuse. Monitor (B)(4) and electrode belt (B)(4) have not yet been returned to the manufacturer. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event.

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient passed away on (B)(6) 2015. On the day of passing, the lifevest detected an arrhythmia at 18:11:20, and the patient was approximately treated five times between 18:11:55 and 18:13:23. The post-shock rhythm of the first two treatments was ventricular tachycardia (vt). The post-shock rhythm of the remaining treatments ventricular fibrillation (vf). The lifevest detected a non-treatable rhythm at 18:15:23, and the electrode belt was disconnected at 19:44:35. The patient was in the hospital pcu and sitting in a chair at the time of the event. The patient's family was present and witnessed the event. A review of the downloaded data indicates that the response buttons were not pressed during the event.